Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s ipg site got infected during a unrelated surgery. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced addressing the issue. The infection has resolved. Therapy was confirmed post operatively.